Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involves a spiros that leaked during an injection of doxorubicin. The leak occurred at the spinning end of the spiros during pushing of medication. The spiros was connected to a short extension set. The nurse was wearing personal protective equipment, however there is a report of unprotected chemo exposure, spill onto absorbent mat. A chemo spill kit was not used. The customer reported it does not happen often, and sometimes they just continue with it as it is a small leak (a few drops). There was patient involvement, no adverse event, and no delay in therapy.

Manufacturer narrative:
H10: one (1) used list # unknown, spinning spiros; lot # unknown and one (1) used partially full 50ml syringe by bd medical were received for evaluation. The 50ml bd syringe connected to the used spinning spiros was filled with fluid and the plunger was lightly depressed to simulate an infusion push while applying light bending/rotating forces that would be typical of use. Leakage was observed at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no list and lot numbers were provided.